Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported having air bubbles in the cartridge of her insulin infusion device. Troubleshooting did not find any issues with the product. The pt was advised to make sure the insulin is at room temperature before using it and to make sure she primes out all air bubbles. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.